Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was not detected. A field service engineer (fse) powered down the station and reseated all connections for drawer 3. After reseating, the drawer 3.2 was detected successfully and functioning normally. The fse also tested the functionality using hardware test application and the customer had performed inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 cubies had failed, including a cubie containing oxycodone that could not be recovered, and although a reboot was attempted, it was unsuccessful and caused all pockets to show not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.